Event description:
Procedure type: oophorectomy. According to the reporter: the surgeon noticed a part of the metal pin/shaft lying on the outside of the patient's abdomen. The surgeon feared some of the pieces may have fallen inside the cavity so it was decided to convert to an open procedure. The incision was extended to about 4 inches in length. Pt was x-rayed and no pieces were seen. The operating time was extended approx 20 mins. A new instrument was used to complete the procedure. No pt injury was reported.